Event description:
A pump declared an alarm during the loading process, reported as alarm 20. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was educated on proper loading techniques but was unable to successfully load a new cartridge, as the alarm recurred. Consequently, technical support decided to replace the pump. The customer reverted to an alternate method of insulin therapy.